Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to the reported ER visit and hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide: model: ust400, 14421-aw rev h 01/16, checking your blood glucose 7/page 96. Warning: test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). Warning: if you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia, repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider.

Event description:
The father reported that the patient had an occlusion alarm while wearing the pod on his arm for between 4 and 24 hours. After the alarm, the patient's blood glucose spiked and read high (>500mg/dl). He was taken to the emergency room where the patient's blood glucose level was 732mg/dl. Treatment included oral medication and insulin corrections. No other information was provided, or able to be obtained, regarding this event.